Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed reported symptom of "system error 322." The evaluation reproduced the system error 322 which was caused by a failed aux flex. The upper aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. No further ino was provided.